Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked at the top near the fill port. The customer's blood glucose level was in the 300's mg/dl. The customer changed the cartridges and delivered a bolus. It was noted that the customer was able to load a new cartridge.